Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument tip was bent and not able to shut properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have two (2) severely bent grips, causing misalignment of the grip-tips. There was a 0.56mm and 0.47mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip-tips. The grips did not show cracking damage. The components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.